Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. The alarm trace showed "sample short s1", "abnormal aspiration (sample pipetter s1)", "sample clot detection", "sample probe: abnormal aspiration", "abnormal cell blank", "reagent short", ">reagent level warning", "remaining volume decrease", "reagent level warning level for dil reached", and "calibration error". The field service representative found a partially plugged valve, and the basic wash dispense was high. He adjusted the rinse mechanism levels, flushed the valve, and cleaned the solic wash station. He also replaced the probes and completed successful tests and checks. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 results for 4 patient samples on a cobas c 503 analytical unit. Patient 1: the initial result was 3 mg/dl, and the repeated result was 2.05 mg/dl. Patient 2: the initial result was 4 mg/dl, and the repeated result was 2.15 mg/dl. Patient 3: the initial result was 3.4 mg/dl, and the repeated result was 1.79 mg/dl. Patient 4: the initial result was 3.5 mg/dl, and the repeated result was 1.88 mg/dl. The repeated results matched the patient's previous results and follow-up results. A failed proficiency test prompted the patient samples to be repeated.